Event description:
Following revascularization of the left internal carotid artery (ica), the pt experienced aphasia and hemiparesis on the right side and was diagnosed as having an ischemic stroke. The pt is a male who complained of dizziness, slurred speech, and absent mindedness. The pt has a history of right arm weakness, hypertension, dysrhythmias, hypothyroidism, copd, one functioning kidney, bph, arthritis. He was found to have a critical left ica stenosis on duplex and severe triple vessel coronary disease and was not felt to be a candidate for carotid endarterectomy . The pt was started on plavix and is now taking baby aspirin. After discussing the risks with the pt's family, it was decided that stent placement was the best treatment for the pt and was enrolled in the sapphire study. A 5 fr sheath was placed in the right common femoral artery and a 5 fr. Pigtail catheter was advanced to the aortic arch for arch angiography, followed by selective angiography of the left common carotid with a vtk catheter. The innominate artery was free of obstructive disease. The left vertebral artery had an ostial 70% stenosis. The left subclavian artery had an 80% proximal stenosis, and the left common carotid had a 50% ostial stenosis. The left internal carotid artery had a string sign with timi ii flow in it with minimal flow intercranially. Following angiography of the left common carotid the physician removed the 5fr. Sheath over an amplatz ss guidewire and inserted a 7fr. 90 cm shuttle sheath. After confirming position of the shuttle sheath the physician advanced a t-paper wire to the right ventricle, connected it to the generator, and pacing was confirmed. The pacer was turned off following testing. A 6mm .014 spider fx distal protection device was advanced through the shuttle sheath and was placed in the distal segment of the left ica and was deployed and proper position was confirmed.

Manufacturer narrative:
Using a 5 x 20 mm aviator balloon, the lesion was pre-dilated with two inflations at 8 atmospheres (atms). Following pre-dilation, an 8 x 40 mm precise stent was placed at the lesion site and was successfully deployed. The stent was post-dilated with a 5x20mm balloon at 10 atms. The temporary pacer was turned on and once intrinsic rhythm was restored, the pacer was turned off. A final angiogram was performed and showed no evidence of residual stenosis, dissection and brisk flow in the left carotid circulation. The physician then inserted the retrieval device and successfully removed the embolic protection device. The temporary pacer was removed and the shuttle sheath was exchanged for a 7fr. Cordis sheath. A neuro assessment was performed and stated that the pt would open his eyes to verbal stimuli, but could not follow commands. The pt could grasp hands but not on command. The pt had experienced a hemispheric stroke which the physician presumes is embolic in nature. The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.